Event description:
Hysterectomy. According to the reporter: the device worked fine half way through the procedure, but when the device was removed it was immediately noticed that the thinner portion (metal tip) of the device was missing/broke off and assumed to be inside the pt's cavity. Abdominal fluids were suctioned and strained to try and locate the tip. Also the entire field was searched, the tip was no where to be found. X-rays were not taken. Or time delay was less that 5 minutes. Another device was used to complete the procedure.